Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failures. The customer¿s blood glucose was unknown. The troubleshooting was performed. Customer reported that they were able to clear and rewind the insulin pump. Self test did not passed. The customer advised that the insulin pump will be replaced and revert to back up plan. The insulin pump will be returned for analysis.